Event description:
On 11/27/96, the account received three erratic results on the instrument. A pt sample, that was run in a primary tube, produced the following reported results: ck-mb = 17.7 ng/ml, digoxin = 0.7 ng/ml, and phenytoin = 10.37 ug/ml. The sample was rerun in a sample cup and the following results were obtained: ck-mb = 2.3 ng/ml, digoxin = 1.3 ng/ml, and phenytoin = 31.8 ug/ml. The corrected results were reported. The account did not provide info in regards to medical action taken based on the first reported results. No report of injury.

Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investiated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yileded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and lines, modifications to the liquid level sense board to decrease sensitivity of the sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash revovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.